Event description:
Olympus was informed that at an unspecified time/date the esg-400 hf generator issued error message e433 and restarted itself. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic (returned to rrc on (B)(6) 2022). The evaluation at the rrc confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. The rrc nevertheless installed the improved version of the generator board. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
Additional information: b5 - describe event or problem.

Event description:
Olympus was informed that during an unspecified procedure in calendar week 24, the esg-400 hf generator issued error message e433 and restarted itself. The intended procedure was then successfully completed with a similar device and without significant delay. There was no report about an adverse event or patient injury.